Event description:
The following info is from nsk america, to nakanishi regarding a device involved in an adverse event that occurred in u.s. Event summary by nsk america: on june 24, 2015, nsk america received a handpiece (model x95l, (B)(4)) from a dealer for repair. Incoming comments stated that the handpiece was overheated and burnt a pt's mouth. A picture was included and dated (B)(6) 2015. Nsk america immediately contacted the office and spoke with the office manager. During conversation, the office manager stated that the handpiece was hot when it was taken out of the autoclave bag. The manager had no info if the handpiece was allowed to cool down in the sterilization process. Info forms were sent to the office. Nsk america had received no response. Several attempts to obtain the pt info or the detailed incident info was made by telephone and email. No response. June 29, 2015 handpiece was replaced to prevent possible long delay for eval and return. The handpiece was sent to nakanishi headquarters for full eval. MFR # 9611253-2015-00102.